Manufacturer narrative:
(B)(4). Device evaluation summary: ten unopened samples of product code f1811, lot mkh368 were returned for analysis. The complaint issue was not received for evaluation. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number mkh368 and no non-conformances were identified. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85845 and 2210968-2019-85846. Analysis results have been included in initial reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture strand broke. Another device from a different lot was used to complete the procedure. There was unknown delay of the procedure. There was no patient consequence reported.